Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son-in-law reported via phone call, the customer was experiencing high blood glucose in the 400 mg/dl on thursday evening (B)(6) 2014 range and then on (B)(6) 2014 morning it was around 500 mg/dl. The customer's son-in-law wanted to ensure the insulin pump was detecting occlusions since they noted the cannula was bent on (B)(6) 2014 and the device didn't alarm "no delivery". Troubleshooting was performed and it was noted the cannula on the current infusion set was bent. The high pressure test was also performed and the device passed. The device is not being returned for further analysis.